Event description:
The patient called lfs alleging that their surestep enhanced meter was reading inaccurately low. The patient reported blood glucose results of 115mg/dl with a lifescan meter and 154mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodoloty, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy; however;the customer service represntative discovered that the test strips had a green confirmation dot. The csr confirmed that the test strips not opened longer than the discard date, expired or stored improperly. The approximate room temperature when the reading was taken was within range and the air in the room where the testing was performed was normal. The patient neither alleged harm nor experienced injury or medical intervention. Based on the green confirmation dot, there is an indication that the product meets the criteria for a medical device reportable. Patient's test strips and control solution were replaced.